Event description:
Event details: on (B)(6) 2024, patient came to clinic with driveline exit site (dles) drainage, culture grew staph, treated with doxycycline outpatient. Drainage improved on doxycycline antibiotic treatment, however on (B)(6) 2024 patient had pain, drainage, and bleeding at dles. Patient admitted 3/1/24, drainage culture grew group b strep and staph. Treated with zosyn antibiotic (B)(6) 2024 until (B)(6) 2024. Treatment changed to cefazolin on (B)(6) 2024 through (B)(6) 2024. Patient discharged (B)(6) 2024 on antibiotics at home. Patient switched to cefadroxil antibiotic (B)(6) 2024 which will be continued indefinitely at home. Symptoms of driveline infection resolved as of 3/21/24 noted by lvad coordinator in clinic visit. Monitoring outpatient on antibiotics. (B)(6) actions performed: treated with antibiotics.

Event description:
It was reported that the patient went to the clinic on (B)(6) 2024 with driveline exit site (dles) drainage. Cultures grew staphylococcus. The patient was treated with doxycycline as outpatient. The drainage initially improved on doxycycline antibiotic treatment, however, on (B)(6) 2024 the patient had pain, drainage, and bleeding at the dles. The patient was admitted on (B)(6) 2024 and drainage culture grew group b streptococcus and staphylococcus. The patient was treated with zosyn (piperacillin / tazobactam) (B)(6) 2024. Treatment was changed to cefazolin on (B)(6) 2024. The patient was discharged (B)(6) 2024 on antibiotics at home. The patient was switched to cefadroxil antibiotic on (B)(6) 2024 which was to be continued indefinitely at home. Symptoms of driveline infection resolved as of (B)(6) 2024 noted by left ventricular assist device coordinator in clinic visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.